Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the importance of leadless pacemaker positioning in relation to subcutaneous implantable cardioverter defibrillator sensing in completely leadless cardiac resynchronization and defibrillation systems. Heart rhythm case reports. 2021; 1¿5. Doi: 10.1016/j.hrcr.2021.06.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports a leadless ipg which exhibited chronically high thresholds. The device was turned off and a new leadless ipg was implanted. The device remains in the patient. No patient complications have been reported as a result of this event.